Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a lasso® 2515 nav eco variable catheter and suffered a medical device entrapment requiring surgical intervention. During the procedure, the lasso catheter became entrapped in the mitral valve apparatus. Patient was transferred to the operating room for a surgical intervention to remove the lasso catheter and to repair the damaged papillary muscle. Patient was in the recovery room post-surgery. Patient required extended hospitalization for recovery from surgery as a result of the adverse event. There is no information regarding patient outcome. Physician did not provide a causality opinion.